Event description:
The customer states that they heard a high-pitched noise and clunking sound from behind the flow panel of the cd 1700 analyzer. The issue began in 2009 during start-up of the analyzer. Backgrounds were out of specification (high) initially but returned to acceptable limits after repeating background procedures. Qc was within range on all parameters. A sample from a known patient was processed on the cd 1700 analyzer generating a hemoglobin result that were unexpected for this patient's clinical history. This patient had been undergoing transfusion therapy. A hgb=11.7 g/dl and hct=25.0% were generated, reported to a physician and questioned. A new sample from this patient was collected at a different lab using a cd 1800 analyzer yielding a hgb=8.1 g/dl and hct=25.7%. The hemoglobin result of 8.1 g/dl closely agreed with the patient's history. The patient was transfused as expected per current therapy. No adverse impact to patient management was reported due to this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: the issue began on (B)(6) 2009 with a high-pitched nose; during start-up hgb background result was 0.8 (specification of less than or equal to 0.1). The customer auto cleaned, drained and filled baths, and repeated backgrounds, which returned within specifications. The customer ran quality controls (qc), which were within range on all parameters, then began running patient samples. The sample was from a venipuncture collection on a known patient, which generated hgb results outside of patient's clinical history; this is a transfusion dependent patient undergoing transfusion therapy. The result had gran r3 flagging, plt uri flagging, and mpv was not turned on. This result was reported to the physician. The patient was sent to another lab to have blood recollected and ran on a cell-dyn 1800. The result generated lym ro and gran r3 flagging. The customer repeated the initial sample ran on the cell-dyn 1700 instrument and results closely agreed with the original results obtained from this sample. The hgb result of 8.1 g/dl closely agreed with patient history. The patient was transfused, as expected per current therapy. No adverse impact to patient management was reported by the customer. The customer decided to take the cell-dyn 1700 instrument out of service after the discrepant patient results and unusual noise and requested a field service visit for issue resolution. On (B)(6) 2009 a field service representative (fsr) found hgb imprecision, bad bubble mix tubing and sticking solenoid wbc bubble mix tubing, a bent sample aspiration probe, and a bad sample syringe. The fsr replaced the s1 and s2 silicon tubing, and the sample aspiration probe. The fsr cleaned the instrument and ran precision, which passed. The instrument was performing within specifications and no further investigation was required. The issue is addressed in product labeling. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1700 for the reported event. This is the final report.